Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the device distal end plastic cover had a chip. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the root cause of the reported event cannot be conclusively identified. Probable cause based on reasonably known information was due to stress , external factors. Olympus will continue to monitor field performance for this device.